Event description:
It is reported that the impactor handle of this device broke into pieces during the surgery. It seems the surgeon could salvage all of the fragments dropped into the wound.

Manufacturer narrative:
Evaluation summary: the return device was reviewed. The handle has multiple fractures. Extreme temperatures with strong chemicals could potentially deteriorate the mechanical property of the polymer, this on impaction could have led to fracture of handle. Also, in current case details about device usage history and sterilization methods are not know. Exact reason for current situation is unknown. Evaluation codes: device history records indicate device manufactured to specification.